Manufacturer narrative:
G4: 07jan2020 b4: (B)(6). The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part numbers for the user interface and touchscreen. The manufacturer's field service engineer (fse) repaired the unit but no additional information was provided. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported touchscreen failure. When touching o2 to adjust, the screen flickers. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.